Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead had noise noted on the electrogram. The ra and rv leads were capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-45, implantable pacing lead: (B)(6) 1998. Addrl1 implantable pulse generator (B)(6), 2008, a 5076-58 implantable pacing lead: (B)(6) 2008. A 5076-52 implantable pacing lead: (B)(6) 2008. (B)(4).